Event description:
It was reported that the patient presented for device change-out. Externalized conductors were noted via fluoroscopy between the svc and rv shock coils. All electrical measurements were in-range. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.